Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During two consecutive routine dialysis treatments, high balance chamber pressure alarms occurred which could not be resolved. Treatment was continued in each case without rinseback of the patient's blood resulting in an estimated 190cc blood loss for each treatment. No medical intervention was required for the blood loss.

Manufacturer narrative:
Reported blood loss is attributed to not performing rinseback of the patient's blood as instructed in the user's guide in the event of an unrecoverable alarm. The exact cause of the alarms is not known. The user's guide provides probable causes and troubleshooting instructions to resolve alarms. The occurrence of high balance chamber pressure alarms is typically the result of some restriction in the flow of dialysis to the cartridge. Occasional alarms during dialysis are expected and should not result in a blood loss if device labeling is followed. Facility staff were notified. Nxstage medical considers this report closed. No additional information will be provided.